Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot#: 0207067189, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3888-45, serial/lot #: 0207067189, ubd: 21-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported that the device had gone into out of regulation (oor) stage that was caused due to having high impedance on electrode number 7. Patient stopped receiving benefit from their device and loss of therapeutic effect as a result. Device interrogation showed high impedance on electrode 7. Interventions included being reprogrammed on (B)(6) 2019. The event was related to the device or therapy and not related to the implant procedure. The event was resolved without sequelae on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.